Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent unrelated surgery in which the scs ipg was not placed in surgery mode. Ipg was deemed inoperable after the procedure. Reprogramming failed to provide resolution. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information received that ipg was explanted.